Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for two patient samples tested with gluc3 glucose hk gen.2 on a cobas integra 400 plus. It was asked, but is not known if any erroneous results were reported outside of the laboratory. The first sample initially resulted with a glucose value of 79.30 mg/dl. The sample was repeated twice, resulting as 174.60 mg/dl and 93.91 mg/dl. The second sample initially resulted with a glucose value of 156.18 mg/dl on (B)(6) 2018. The sample was repeated, resulting as 107.45 mg/dl. No adverse events were alleged to have occurred with the patients. The glucose reagent lot number and expiration date were asked for, but not provided. Precision studies were performed and no significant variation was observed. The centrifugation temperature of the sample was above tube manufacturer recommendations. The investigation could not identify a product problem. The cause of the event could not be determined.